Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported the device had a software issue. There was no patient interaction.

Manufacturer narrative:
A review of the complaint history record in trackwise and sap was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. A review of the device history record showed the device had a manufacture date of 03/28/2016. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was involved in a production failure q6200228940 for calibration required, which did not correlates to the customer reported issue.

Event description:
The customer reported the device had a software issue. There was no patient interaction.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced corroded iui board (causing error 352.6700), front cover (bottom front corners cracked), rear case (bottom front corners cracked), barrel clamp (cracked handle), left iui (contaminated), right iui (corroded), spring latch (cracked) and pressure sensor (failed pm). Calibrated. A review of the device history record showed the device had a manufacture date of 03/28/2016. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn(B)(6) was performed which confirmed that this device was involved in a production failure q6200228940 for calibration required, which did not correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the iui - communication failure (error code 352.6700). During servicing we identified faulty pressure sensor which constitutes a reportable malfunction. There was no patient involvement. ¿a bottle side (upper) pressure sensor failure was confirmed and replicated during testing. ¿testing of the returned alaris¿ pump model 8100 confirmed that the bottle side pressure sensor was faulty. ¿the pressure sensor was replaced with a known good part and allowed to infuse with no alarms or malfunctions occurring. ¿a patient side (upper) pressure sensor failure was confirmed and replicated during testing. ¿testing of the returned alaris¿ pump model 8100 confirmed that the patient side pressure sensor was faulty. ¿the pressure sensor was replaced with a known good part and allowed to infuse with no alarms or malfunctions occurring. This failure mode is being monitored through previously investigated complaint process. A review of the complaint history record in trackwise and sap was performed for the sn(B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA ca-2018-0161 iui conn issues, CAPA 1604765 syr rear case

Event description:
The customer reported the device had a software issue. There was no patient interaction.